Event description:
Philips received information that a patient required continuous use of a ventilator for assisted breathing due to the patient's medical condition. On (B)(6), 2025, the patient's family informed that the patient was experiencing breathing difficulty, shortness of breath, chest tightness, and wheezing. The ventilator alarm indicated a risk of rebreathing carbon dioxide (co2), which was reported to the doctor. The ventilator was checked and immediately replaced. There was no report of medical intervention. Based on the information available at this time, the reported event of difficulty breathing, shortness of breath, chest tightness, and wheezing is assessed as a non-serious injury. Therefore, the device did not cause or contribute to a serious injury or death. According to the current version of the v60 user manual found in the section for alarms, messages, and troubleshooting, the "low leak¿co2 rebreathing risk" is a high priority alarm that is manually resettable, auto-resettable, and silence-able. It occurs when the estimated volume of exhaled gas returned to the patient is high. The recommended actions include the following: check the patient, as the possibility of co2 rebreathing could pose a potential problem. Check the exhalation port for occlusions. Check for appropriate patient interface and exhalation port settings. If the approved exhalation port is unobstructed, mask and port settings are appropriate, and problem persists, increase the ventilator baseline flow by adding leak or increasing epap, if possible. Switch to an approved nebulizer. Additional information is requested for further clarification and assessment of the reported event.

Manufacturer narrative:
Per additional information received from gfe response regarding the reported event, no medical intervention was required/received for the reported difficulty breathing, shortness of breath, chest tightness, and wheezing. It was reported that "there was no personal injury¿ to the patient. It was reported that the device was replaced (unspecified make/model). It was reported that the patient¿s vital signs were stable prior to the reported event. Further information regarding what condition the patient was using the device for, the device prescription settings (including the modes, pressures, comfort settings, and oxygen delivery), and the device configurations (including the make/models of the breathing circuit, interface, filters, and additional attachments, such as nebulizer tees and oxygen entrainment ports) remain unknown. The reported issue was not confirmed/duplicated. The device is still under maintenance.

Manufacturer narrative:
Per good faith effort (gfe) response, the authorized service provider (asp) engineer replaced the gas delivery system (gds), after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.